Event description:
A peritoneal dialysis (pd) patient a blank screen on a cycler. The patient said the screen went blank at the end of treatment. The patient was connected during the incident, pressed ok, stopped, and touched the screen, but the screen remained blank. The ok and stop keys made sound when pressed. Rebooted cycler, ok and stop keys lit up, but the screen remained blank. The fresenius technical support representative assisted the patient to replace the cycler due to this issue. There was patient involvement, but there was no harm or adverse event reported. Additional information was requested but none was received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage.touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2351 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.